Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted due to infection. Upon further follow up, it was noted that the patient presented in clinic on (B)(6) with arrhythmia and infection was observed. During the extraction procedure the patient had low blood pressure and later expired. There is no known allegation from a health professional that suggests that the infection was device or procedure related. No further information is available regarding patient death. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.